Event description:
It was reported to boston scientific in 2007, that "an intracranial stent (neuroform 3 4x20mm) was successfully deployed across a wide neck supraclinoid aneurysm. This was followed by the deployment of ten coils to fill the aneurysm. It was after the deployment of 10th coil and the preparation of the 11th coil that a post 10th coil run was done and a black blush was seen on the screen that was outside normal vessel flow. This is an indication of a rupture. The case was stopped immediately and the patient was taken to CT. The CT did reveal small amount of subarachnoid blood indicating a rupture. The patient was taken to stu (ICU) where the patient is not stable." The ten coils were successfully deployed. CT=computed tomography; ICU=intensive care unit. It was reported on 02/19/2007 that the patient expired around 6pm four days earlier. It was reported that it is believed that the adverse event was not due to the coiling, but due to the anesthesia and drugs given that lowered blood pressure too quickly and the patient was unable to recover.

Manufacturer narrative:
The device in question (coil) was successfully deployed.